Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbb1d1 ICD, implanted (B)(6)2014. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with complete heart block, pneumothorax, dizziness, low heart rate, and intermittent asystole. The right ventricular (rv) lead was not capturing, exhibited high impedance, exhibited noise, and was possibly fractured. The first attempt to replace the lead was unsuccessful due to the patient's vein being occluded and asystole episodes, the lead was turned off, a temporary pacing lead was placed, and the rv lead was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil became extrinsically fractured due to pulling/stretching/overstress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.